Event description:
Response was received from the provider. System diagnostics were performed with the patient in various positions. Patient had no trauma and is not a known twiddler. Patient was seen again after surgery and system diagnostics reported impedance within normal limits. No known lead revision surgery has occurred to date. No additional relevant information has been received.

Event description:
During a battery replacement, low impedance was observed. The generator was confirmed to be measuring impedance properly with the test resistor. Patient did not have a lead revision on the day of surgery. No known surgery has occurred to date. No additional relevant information has been received.